Event description:
It was reported there was a system error, upon boot up of the programmer. Reset of the date/time was also necessary. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The printed circuit board was found to be out of specification. The fan was also noted to be out of specification.